Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision with a tibial insert exchange due to pain, instability, synovitis, effusion, heterotopic ossicification, and tibial insert poly wear. The surgeon noted a chronically displaced distal pole of patella fracture. The surgeon reported the patellar tendon was hypertrophied with white tendonotic chronic appearing inflammatory changes about its fibers. The tibial tray, femoral component, and patella component were well-fixed and not revised. Doi: (B)(6) 2014; dor: (B)(6) 2016; left knee.